Event description:
A peritoneal dialysis (pd) nurse reported a patient experienced drain issues during treatment and felt abdominal discomfort. Prescribed fill volume: 2000ml. Manual drain: 2900 ml. The patient's reported manual drain volume of 2900ml during therapy was 195% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred during therapy with an undetermined cause. There was no adverse event associated with this reported large drain volume. A supplemental report will be submitted upon completion of the plant's investigation.